Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor was giving incorrect readings and the insulin pump shuts off. Customer stated that he had low blood glucose of 56 mg/dl and then later on the same day his blood glucose was 260 mg/dl. Advised customer on when will be the best time to calibrate since he was calibrating every time he tested his blood glucose. Nothing further was reported.